Event description:
It was reported that this right atrial (ra) lead was explanted due to insulation damage. During a device changeout procedure, the physician noted insulation damage and blood inside the ra lead, a new ra lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspection revealed a melted outer insulation. This type of damage is consistent with electro-cautery damage during the revision procedure. Microscopic inspections found no other anomalies. Analysis concluded that the damage to the outer insulation was induced damage.

Event description:
It was reported that this right atrial (ra) lead was explanted due to insulation damage. During a device changeout procedure, the physician noted insulation damage and blood inside the ra lead, a new ra lead was successfully placed. No additional adverse patient effects were reported.